Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Maquet cardiopulmonary (B)(4) received the product for investigation. Only 2 guidewires were returned. With a guide wire, it can be seen that the spring in several places was pulled apart until the middle stabilizing wire of the guidewire broke. The other guidewire has 2 small corroded areas at the beginning of the wire. No further abnormalities noted. The returned guidewires can not be tested in this condition. With a guidewire, it can be seen that the wire spiral was pulled apart in several places until the middle stabilizing wire of the guidewire broke. The other guidewire has 2 small corroded areas at the beginning of the wire. Damaged wires can be confirmed by the laboratory. Sap trend search was performed (material(B)(4), failure code 1008 component) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Similar product group shows 2 more additional complaints but reported issues are caused by user error according to investigation. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4), which is below (B)(4). Due to this information no systemic issue could be determined. The available information has been shared internally with getinge theraphy application manager. According to clinical director the product investigation does not support a conclusion and we need more information. When further information is available the complaint will be reopened appropriate actions will be performed if necessary.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "this incident led to patient death, guidewire coiling after dilating the artery using insertion kit pik 150cm and inserting the cannula, we found difficulty in removing the wire, we used 2 insertion kits and 2 different sites (rfa and lfa) 2 different expert surgeons were involved, due to inability of removal of guidewires." (B)(4).